Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing leading to atrial pacing, which, appeared to set up rapid v-a conduction. Technical services (ts) discussed potential programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.